Event description:
It was reported that surgery time was extended due to a malfunction device.

Manufacturer narrative:
The affected device was returned and evaluated. The purpose of this investigation was to determine the cause for the difficulty in inserting the tibial insert into the tibial base plate. A dimensional inspection was attempted; however several of the device's attributes were deformed during the insertion attempt and could not be accurately measured. In addition, a macroscopic analysis was performed and revealed the anterior locking mechanism of the insert had deformation that likely occurred due to contact with the tibial baseplate anterior lock detail. This deformation likely occurred during the reported attempted insertion(s). Once deformed, this would have prevented the insert from locking properly. There were no manufacturing or material deviations noted during our investigation. The features observed on the insert suggest failed engagement of the anterior locking mechanism upon insertion. Possible causes may include misalignment during insertion or improper engagement with the surgical instrumentation. It is unknown if these occurred during insertion with the information provided.